Event description:
On (B)(6) 2012, it was reported by a vns treating physician that the vns patient has high impedance that was observed during both a normal mode and system diagnostics test with a dcdc of 7 on (B)(6) 2012. The physician stated that the patient does feel that it works still. It was reported that there was trauma against the generator. The physician suspected a partial lead break or incompletely inserted lead pin. X-rays were received by the manufacturer on (B)(4) 2012 as well. Review of the x-rays revealed that the lead pin did not appear to be fully inserted into the header of the generator likely causing the high impedance issue. The physician later stated that the patient has "personal reasons for not wanting to follow-up", so the vns has been running on output = 1.25ma/pulse width = 250usec/frequency = 20hz/on time = 3 0sec/off time = 3min, since probably 2006 or 2005. A battery life calculation was performed which showed 2.05 years remaining until eri = yes. Attempts for further information have been made to the physician, but have been unsuccessful. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, lead pin not fully inserted past the connector block of generator.

Event description:
An implant card received on (B)(6) 2012 indicated that this vns patients underwent lead and generator revision on (B)(6) 2012. The patient's current settings were provided.attempts for product return and additional information have been unsuccessful.

Manufacturer narrative:
Conclusions; corrected data: inadvertently did not list the conclusion code on the initial report.